Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Premature sled movement the (B)(4) device was received for analysis with no visual non-conformances and with (B)(4) cartridge reloads present. The cartridge reloads were received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reloads were tested for functionality in the straight and articulated positions by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at (B)(4) the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device cut, however did not staple. Another device was used to complete the procedure. No adverse consequences reported.